Manufacturer narrative:
The battery was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors on non-smr upgraded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported that the patient had a battery "dump the charge". This happened only when the ac was connected with the battery. The patient was on ac and battery and disconnected ac to connect another battery. Before he could connect another battery, the battery went from 3 bars to 1 bar and a critical alarm was sounded followed by a blank screen and pump stop. The patient reconnected the ac and the 3 bars returned to the battery and pump started. The battery was then removed from use. The patient reported feeling dizziness and anxiety.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis was not conducted since log files covering the event date were not available. If information is provided in the future, a supplemental report will be issued.